Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The reported devices were received for evaluation; the event was confirmed during testing for two of the devices. Evaluation found non-stryker lubrication. No active leaking, external substance, or component failures were found during evaluation of the third device. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, in which the device was reportedly leaking. There was no patient involvement; no patient impact.